Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4), selected flow: device interaction/functional. Visual inspection the pfna blade was returned with the complaint condition of not proper functioning as the blade could not be locked intra-operatively. Visual inspection showed that the pfna blade presents normal signs of use, such as scratches on the sleeve and the anodized layer is partially worn away. Functional test during the investigation the pfna blade could be unlocked by using some force. The end cap was somehow jammed in the sleeve. Subsequently performed function test showed that the blade could be locked and unlocked as required and the tip of the pfna blade did rotate freely. Function test was performed with one of our impactors 356.823 (sample) and did not show any abnormalities. Summary the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the end cap was somehow jammed in the sleeve, hence the blade could not be locked intraoperatively. During the investigation the end cap could be loosened by using some force and afterwards the blade could be locked and unlocked as required with an impactor. The review of the device history record revealed that this implant was manufactured in july 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. In this regard we would like to point out that further information / precaution hints can be found in the respective surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 04.027.053s, lot: 5l44554, manufacturing site: bettlach, release to warehouse date: july 26, 2019, expiry date: july 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for proximal femur with the 90mm pfna blade in question. During the surgery, the surgeon inserted the 90mm blade normally, and he tried to lock it, but he could not lock it. The surgeon inserted the 85mm blade instead, and the surgery was completed successfully. There was no surgical delay. Concomitant device reported: unknown pfna-ii nail (part # unknown, lot # unknown, quantity 1), unknown insertion instrument (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).